Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the electrical connector had corrosion due to water leakage, due to a burn on the plastic distal end cover the insulation resistance value at the distal end did not meet the standard value, due to damage on water supply to forceps raiser pipe cover pipe the forceps lever makes a noise when moved, due to deformation of knob wire the forceps lever makes noise when moved, the connecting tube had a buckling, the inside of the light guide lens had stain, the water tightness of the forceps elevator was lost, there was corrosion around the elevator arm, the universal cord had a scratch, and due to annual inspection some parts needed to be replaced.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope albarran lever was defective. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the air/water tube and cylinder had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. It was later provided it is unknown if the customer was aware of the leakage from the scope. The device was reprocessed before it sending out for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage from forceps elevator. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.